Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during an insertion, the ezio driver stopped working. They were not able to get an io, but a piv line was achieved.

Manufacturer narrative:
(B)(4). Catalog # corrected to 9050. No sample was returned for evaluation. Based on the available information, the complaint could not be confirmed and no root cause could be identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that during an insertion, the ezio driver stopped working. They were not able to get an io, but a piv line was achieved.